Manufacturer narrative:
(B)(4). Pump had unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Charge/battery lasts less than expected unknown.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm and short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.